Event description:
It was reported that this right ventricular shock lead, with a surgically abandoned rate-sense portion, triggered the associated implantable cardioverter defibrillator to issue several code 1004, indicative of a shorted high-voltage lead condition. Review of remote monitoring data found several shock attempts, all with associated low out-of-range shock impedance measurements, from a few days prior. It was noted that a separate rate-sense lead had been implanted. A boston scientific technical services (ts) consultant stated concern with both the device and the shock lead and indicated that tachycardia therapy may not be available. It was noted that the previous shocks did appear to have converted the arrhythmia. This lead was explanted. No additional adverse patient effects were reported.